Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A surgeon reported that the lamp did not light up prior to a surgical procedure. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was replicated. The lamp was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 24, 2012. Based on qa assessment, the product met specifications at the time of release. The lamp was received for evaluation. A visual assessment of the returned sample revealed the lamp was tight-fitting, which precluded it from functional testing for safety concerns. The root cause of the reported event can be attributed to a nonconforming lamp. However, how or when the lamp became nonconforming cannot be determined. (B)(4).